Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the change occurred because of the physical problems that were causing the patient¿s chronic pain were getting worse. The patient stated that they were placed on different medication. They were also in physical therapy and was working with a manufacturer representative to reprogram their device. It was noted that the patient¿s pain was about 50% better. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-05-30. The hcp reported that the patient was offered trigger point injections, which she refused. The hcp reported that the patient¿s primary care physician referred the patient to physical therapy. The hcp reported that medication changes were made. The hcp reported that no cause was determined for the higher level of pain and muscle stiffness with stimulation on. No further complications were reported.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that she had new pain. The patient reported that she was experiencing a higher level of pain and stiffness in her muscles. The patient reported that the higher level of pain was in abdominal area from the base of the ribs, back and down legs and feet. The patient reported that the stimulation target area was waist down; however, it mainly covered hip and legs. The patient reported that stimulation was currently off as the stiffness was worse with stimulation on. The patient reported that she did have cerebral palsy. The patient reported that she did have balance issues due to cerebral palsy and she was so used to getting right up after falling so she didn¿t remember any more if she fell. The patient reported that she had an appointment on (B)(6) 2017 with her new healthcare provider. No further complications were reported.